Event description:
Pt 1: admitted 04/29/97; discharged 5/22/97. This pt had 45% flame burns. Pt went to surgery to surgery 5/1 and had dermagraft-tc (dg) applied (lot #101128 to back, lot #101184 to back, chest). On 5/7, nursing noted purulent drainage beneath dg on left flank. Tissue culture of site on 5/8 grew pseudomonas aeruginosa (pa); blood culture same date was negative. Pt went to surgery 5/9 with a diagnosis of invasive purulent sepsis for debridement of the dg. Six other pieces of dg on the pt's back were fine and lasted 21 days.

Event description:
Pt2: admitted 5/18/97; discharged 6/20/97. This pt had 28% flame burns. Pt went to surgery 5/22 and had dg applied (lot #101347 to anterior chest, arms and lot #101232 to anterior chest, arms). On 5/25, surgery noted in the chart, "40% loss of dg, green drainage, looks like pseudomonas". Tissue culture of 5/25 grew pa, respiratory culture of 5/24 grew rare pa. In total, ap received 10 pieces of dg and were lost, but 5 were fine. During investigation of these two cases, no more plausible reason for the pseudomonas infections was uncovered.